Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that whiling using an unspecified vacutainer blood collection tube, blood pooling occurred. There was no report of patient impact. The following information was provided by the initial reporter. "I¿ve been trying to send emails but the attachments are too big! I am trying again. I will have to ask my staff about every occurrence. I know last week it happened to one staff member 3 times in one day, but I will have to ask. One staff said that when it happened, it was difficult to push the tube onto the needle, and then when they switched out tubes they noticed blood pooling in the vacutainer because the rubber didn¿t close back over the inner part of the needle. Please see attached photos. I went through a box of needles and found there to be 5 in the one box I looked at, and took pics."